Manufacturer narrative:
The field service engineer found that the cell rinse water volume was too high and would overflow. The volume was adjusted. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
Calibration and qc were acceptable. "Abnormal aspiration" alarms were observed on the alarm trace data. The investigation is ongoing.

Event description:
There was an allegation of questionable ca2 calcium gen.2 results for 1 patient sample on a cobas 8000 c702 module. The initial ca2 result was 7.77 mg/dl. The repeat result was 10.39 mg/dl. No questionable results were reported outside of the laboratory. The repeat result was deemed correct. The reagent lot number is 62699901 and the expiration date is 30-jun-2023.